Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed contusions to arms. It was reported that the right ventricular (rv) lead was not capturing, exhibited a polarity switch and high impedance. A temporary pacemaker system was placed. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a power on reset occurred on the implantable pulse generator (ipg) due to normal battery depletion. The device was explanted and replaced.